Manufacturer narrative:
On (B)(6) 2020, additional information was received indicating the left side replacement device was a mentor memorygel breast implant 350cc, catalog number 3503504bc, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation primary with mentor memorygel breast implants 350cc and experienced rupture on the left side and bilateral capsular contracture baker grade iii/IV (l) and baker grade ii (r). As a result, the patient underwent removal and replacement with mentor gel breast implants on (B)(6) 2020. This report is for the right breast prosthesis.